Manufacturer narrative:
Product event summary: the catheter was returned and analyzed. Analysis revealed the mechanical operation of the catheter peeling/slitting/splitting was partially executed. The mechanical operation of the catheter was damaged. The mechanical operation of the catheter shaft was bent. Visual analysis revealed damage during use.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during slitting of the catheter the valve was not completely cut and the lead dislodged. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.